Manufacturer narrative:
The device was returned to the MFR for eval. The system controller was connected to the equipment in the MFR's lab and the report of yellow battery alarms was confirmed during analysis. The white power cable was maneuvered and the yellow battery alarms became active. The white power cable was then stripped at the connector end and revealed a broken conductor. This situation is being addressed through the MFR's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing yellow battery alarms with their system controller. The system controller was swapped with another system controller and the yellow battery alarm cleared.